Manufacturer narrative:
Device discarded by customer. The impella 5.0 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) white female patient had impella 5.0 pump inserted on the right side. The pump stopped, patients hemodynamics decompensated, and chest compressions were initiated, and decision was made to replace with a new pump.